Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no related previous repairs. The customer complaint was confirmed through the downstream occlusion (dso) occlusion test as the seal was found to be damaged. The dso seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for failed dso calibration. During device evaluation, a damaged downstream occlusion (dso) seal was found. There was no patient involvement.